Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported experiencing a cgm accuracy issue on an unspecified day after sensor insertion into the arm. On (B)(6) 2026, the cgm was displaying ¿normal¿ readings (no specific values provided) before suddenly dropping to a ¿low¿ mg/dl reading. The patient was using an omnipod insulin pump at the time. No symptoms were reported. The patient self-treated with glucose tablets. At an unspecified later time, he went to the emergency room (ER). Upon arrival, his blood glucose (bg) level was measured at 570 mg/dl. No cgm comparison value was documented at the ER. At some point during the episode, the patient stated that his bg level had decreased to 570 mg/dl (context unclear). The patient was hospitalized for one day but did not specify what medications or treatments were administered during his stay. Attempts to reach the patient for further clarification were unsuccessful, as he declined to provide additional information. At the time of reporting, the patient stated he was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.